Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4). This report was mailed to FDA on: 6/10/2011. (B)(4).

Event description:
A surgeon reported a pt experiencing severe glare disabilities following bilateral intraocular lens (iol) implant surgery. The pt reported to the surgeon that he was a truck driver and was experiencing severe glare especially while driving at night. An unapproved viscoelastic was used during the original iol implant procedure. This lens was exchanged for a different model iol. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.